Manufacturer narrative:
Comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for eval; however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available info, it is determined the transition rod with cord, 300mm design conforms to all applicable standards and there was no deviation in the mfg process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
It was reported to globus that patient heard a loud pop approx six months post-op. It was revealed the 5.5mm titanium transition rod broke at the l5-s1 level on the left side. A revision surgery took place (B)(6) 2012.